Event description:
It was reported that there was an issue with the refill date on the patient¿s personal therapy manager (ptm). There was a discrepancy between the refill date and what the ptm was showing. The ptm was showing the refill date of (B)(6) 2012, and last refill date was actually (B)(6) 2012. The ptm and pump were recoupled and that resolved the issue. The medication being delivered was not reported.

Event description:
Correction: the following information was previously reported: ¿the patient stated that the date on their personal therapy manager (ptm) had not changed since they had the pain pump refilled on (B)(6) 2014. The pump contained dilaudid.¿ this information did not pertain to this event.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
The patient stated that the date on their personal therapy manager (ptm) had not changed since they had the pain pump refilled on 2014-(B)(6). The pump contained dilaudid.